Event description:
There is more than one date for when the problem occurred as there were multiple problems that resulted in surgery on (B)(6) 2019. The most debilitating effects of essure was fatigue and cognitive difficulties. These impacted my life on a daily basis. The way I would describe the fatigue is feeling as if one hadn't slept in 48 hours while carrying a boulder (regardless of how many hours slept nightly). The fatigue began 8 years after implanted and ended the day eessure was removed. Cognitive difficulties included brain fog and daily instances of forgetting details important to my job and personal life. I began to notice swelling / inflammation around my body including wrist, face, legs, abdomen and hands that my drs couldn't explain. After complaining for three years about fatigue, my dr threw out a diagnosis of fibromyalgia and then did a joint test. I saw a rheumatologist to double check the diagnosis and he confirmed it. He did blood work that showed an elevated sed. This was in 2018. I became gluten intolerant. I went into menopause within one year of implantation and had no sex drive. I had urinary incontinence problems. I had chronic pelvic pain, chronic joint pain, mostly in hands and hips. I have vitamin d and vitamin b12 deficiency. Acne, but different, weight gain - 30 lbs (lost 6 lbs within 2 weeks of removal). My hair became very dry with excessive breakage and shedding, blurred vision, uterine fibrosis. I had surgery - removal of uterus, cervix, both fallopian tubes and both ovaries. FDA safety report ID# (B)(4).